Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the calcified and moderately tortuous mid left circumfex artery (lcx). The 2.75 x 15mm nc quantum apex mr balloon was advanced to the lesion, inflated, and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the calcified and moderately tortuous mid left circumflex artery (lcx). The 2.75 x 15mm nc quantum apex mr balloon was advanced to the lesion, inflated, and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).